Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a duracon insert component was reported. The event was confirmed. Method & results: -device evaluation and results: the locking tab on the anterior face is deformed outwards and there is a significant dent present on the inside surface of the tab. The insert component appears to have been impacted heavily in an attempt to lock it in place when it was not positioned posteriorly enough on the baseplate component. The locking tab was impacted straight down onto the wall of the baseplate component instead of locking inside it. The deformation of the locking tab would render the insert component unuseable as the component would not lock in place as intended. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the surgeon not being able to engage the insert into the baseplate. Based on visual inspection the insert component appears to have been impacted heavily in an attempt to lock it in place when it was not positioned posteriorly enough on the baseplate component. The locking tab was impacted straight down onto the wall of the baseplate component instead of locking inside it. The deformation of the locking tab would render the insert component unuseable as the component would not lock in place as intended.

Event description:
It was reported that the replacement duracon cs lipped tibial insert would not lock into baseplate.

Event description:
It was reported that the replacement duracon cs lipped tibial insert would not lock into baseplate.